Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was complaining of nausea and vomiting when she was seen in the clinic on (B)(6), 2014. The patient stated that she was experiencing nausea and was vomiting for 3 days. The patient was seen by the ep department for their automatic implantable cardioverter defibrillators (aicd). Per ep department, the patient was experiencing quite a few runs of v-tach including one run while she was sleeping from thursday night into friday morning which lasted 78 minutes. The patient was admitted into the hospital on (B)(6), 2014 with elevated lactate dehydrogenase (ldh). The vad coordinator called the manufacturer stating that they suspected thrombus in the pump. No pump stoppages or alarms were noted. A decision was made to exchange the patients pump and the patient received a pump exchange on (B)(6), 2014.